Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number is not available.

Event description:
It was reported that the probe tip was broken (the date of the event was unknown). No broken pieces fell into the patient¿s body. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was sent to the supplier for evaluation. The device passed all electrical and functional testing. The active tip of the electrode was damaged, confirming the initial customer complaint. This however did not prevent the electrode from activating. It is possible that excessive force applied to the tip of the device during use may have damaged the active tip of the device and would also explain the shaft misalignment. This however cannot be confirmed. It is also unknown what procedure was being conducted and what instrument/s, if any, was used in conjunction with this electrode during the procedure. Based on the damaged tip and shaft misalignment, the likely cause of the defect is excessive force being applied to the tip during use (misuse), therefore, no further investigation has been recommended. The product instructions for use (IFU) clearly states indications for use. Precaution in the probe IFU states that excessive force may damage the electrode tip assembly. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.